Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine hiv ½ ag/ab lots are performing according to label claims. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims.

Event description:
(B)(6) results were reported with the alere determine hiv 1/2 ag/ab combo test. There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. The exact date of occurrence(s) is unknown and the device lot number was not provided. Attempts to gain additional patient information were not successful.